Event description:
It was reported that the patient was having issues with pain and a granuloma was found in the catheter. The physician thought the medicine was having trouble getting through the catheter; consequently a replacement procedure was attempted. During the procedure, the surgeon couldn't remove the catheter, so he tied it off and implanted another catheter. The drug used in this system was dilaudid.

Manufacturer narrative:
Product ID: 8832, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).